Manufacturer narrative:
Awaiting device to be returned to carryout an investigation.

Event description:
This event description is as reported by the patient: patient awoke to extra heat, felt top of chamber, very hot to touch and smoke was coming out of the unit. Patient turned off the unit, came back and tried to turn it back on, but it wouldn't start.